Event description:
It was reported that this patient fell and hit his head on a table. After this incident, he had changes in his hearing. The external equipment was exchanged but this did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006 and reimplanted a new device during the same surgery.